Event description:
It was reported to boston scientific corp in 2008, that a gemini stone retrieval paired wire / helical basket was used during an ureteroscopy procedure the day prior. According to the complainant, during the procedure, they opened the basket; when they went to close the basket, it would not close, it was stuck. They did get it closed and when they went to open it again it would not open. The device was removed and the procedure was completed with another of the same device. No pt complications were reported as a result of this event and the pt was fine following the procedure.

Manufacturer narrative:
The complaint was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.